Event description:
On or about on (B)(6) 2019, patient underwent placement of an angiodynamics xcela product, model number: h965451110, lot number: 141439000. The device was implanted by dr. (B)(6) at the (B)(6). The device was implanted for the purpose of ongoing treatment for sickle cell diagnosis. On or about on (B)(6) 2022, patient presented to (B)(6) with complaints of body pain and fever. Upon admission, patient's blood cultures were drawn and tested positive for an infection. Patient's medical team determined that the xcela was the source of the infection and that the defective port needed to be removed. Patient was admitted with severe sepsis, and her medical staff ordered to have her xcela device removed. On or about on (B)(6) 2023, patient's defective port was removed by dr. (B)(6) center.

Manufacturer narrative:
The complaint has been forwarded to the manufacturer for investigation. A review of the device history record (DHR) showed no deviations. The information provided was used in the investigation; however, without the return of the product for technical analysis, the reported defect of "infection" could not be confirmed. Related risks have been documented in the manufacturers risk management file. As a result, the complaint is classified as "no definitive conclusion, unverifiable (no returned product)." Therefore, the complaint is not justified.